Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that noted an alert for low atrial amplitude of 0.3 mv p-wave was noted on the presenting electrogram on (B)(6) 2017. The following physician was dr. (B)(6) electrophysiology in manhasset, ny. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).